Event description:
A complaint was rec'd stating that a pt developed an infection at the lead site after undergoing a revision surgery. The pt's precision system has been explanted.

Manufacturer narrative:
The explanted device will not be returned, as they were discarded by the medical facility.